Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: catalogue # etlw1616c82e. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 47mm diameter abdominal aortic aneurysm. 7 heli-fx endoanchors were implanted on the same day in the proximal main body due to concern for late failure. It was reported that on CT approximately 4.5 years later, a new type ib endoleak was observed. Intervention was performed with an additional endovascular procedure and the event was resolved. As per the investigator, the cause of the event was related to the aneurysm. No additional clinical sequelae were reported and the patient will be monitored.